Manufacturer narrative:
(B)(4). The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that at implant, difficulty was experienced inserting the right atrial (ra) lead and right ventricular (rv) lead into this pacemaker. The rv was eventually able to be inserted into the device header, however the ra lead was not able to be successfully inserted. This device was not implanted and a new pacemaker was successfully implanted. No adverse patient effects were reported.